Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event of patient vasospasm serious.

Event description:
It was reported during the thrombectomy procedure on the (B)(6) 2021, the patient suffered from a moderate post thrombectomy vasospasm. Medication was administered. It was reported there was a possible relationship between the adverse event and the subject catheter device used in the procedure. It was reported the stroke (disease under study), the thrombectomy procedure and an underlying condition were related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available.

Event description:
It was reported during the thrombectomy procedure on the (B)(6) 2021, the patient suffered from a moderate post thrombectomy vasospasm. Medication was administered. It was reported there was a possible relationship between the adverse event and the subject catheter device used in the procedure. It was reported the stroke (disease under study), the thrombectomy procedure and an underlying condition were related to the adverse event. The event resolved without clinical sequalae on the same date. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.